Event description:
It was reported that a customer experienced cartridge alarms, specifically a cartridge alarm 20 and a cartridge alarm 30, during insulin pumping and after changing the cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resumed insulin after loading a new cartridge but eventually turned off the pump due to noise and contacted technical support. The technical support team decided to replace the pump as a resolution.